Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6f sheath hole after a carotid angiogram diagnostic procedure. The clip was deployed without issue and was used to achieve hemostasis. Reportedly during removal, resistance was felt with the vessel as the vessel locator wings were stuck opened (would not retract). Eventually, the device was simply pulled out without the need for intervention. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.